Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount for infusions of larger volumes during chemo therapy treatments. The chemo therapy was programmed to deliver 2200ml of fluid, but 100ml remains in the bag when the pump displayed that the infusion was complete. It is unknown to the customer if the accepted flow rate error should remain consistent for larger infusions, or if it varies as volume increases. It was also reported there was no patient injury.